Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the hoses will not connect to the handpiece. It was found that no other hoses were able to fit onto the dermatome handpiece. There was no patient impact or delay. Due diligence is complete and there is no additional information available.